Event description:
Broken implant during the surgery. There was no adverse consequence reported.

Manufacturer narrative:
After shape recovery testing, the device conformed to memometal specification. Implant probably broke due to a bad temperature management. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.